Event description:
A pump reported alarm 30 during operation, but the customer's blood glucose level did not exceed 500 mg/dl, remaining within a normal range. Despite attempts to load a new cartridge, the alarm persisted, preventing the resumption of insulin therapy. Technical support decided to replace the pump and instructed the customer to return the problematic device within ten days. The customer chose not to disclose their backup insulin therapy method.